Event description:
It was reported that the fowler did not function properly due to a damaged gas cylinder. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler did not function properly due to a damaged gas cylinder. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler did not function properly due to a damaged gas cylinder. Follow-up submitted as further investigation determined the fowler was stuck in the flat position. This is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Manufacturer narrative:
Device to be repaired locally.